Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5,d1, d2, d4, g1, g3, g6, h1, h2, h4, h6 and h11. Review of the most recent repair record identified the following related repair: review of the device found that the motor and swivel were replaced to resolve the issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: australia.

Event description:
It was reported that during decontamination or sterilization processing, the unit air motor seized. There was no patient involvement. Due diligence is complete and there is no additional information available.